Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency treatment was completed by moving the patient to another system. A philips field service engineer (fse) inspected the system onsite and reviewed the log files, which showed that the detector failed its self-examination. Troubleshooting confirmed that the power supply and optical fibre were functioning correctly, and the issue originated from the detector itself. The fse performed a built-in self-test (bist), which also failed, confirming the detector fault. The philips engineer replaced the detector to resolve the issue. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system could not display images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.